Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance. It was noted that there was an increased number of non-sustained ventricular tachycardia (nsvt) episodes due to oversensing of noisy signals on the right ventricular (rv) lead channel. Technical services (ts) suggested a resolution. The device remains in use. No adverse patient effects were reported.